Event description:
Noise has been reported on this rv lead. The lead currently remains implanted but there is going to be a lead revision. No adverse patient events have been reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.